Event description:
On (B)(6) 2013, the reporter contacted animas stating that on (B)(6) 2013 the patient was admitted to the hospital for blood glucose (bg) of "high" (>600mg/dl) with nausea, vomiting, shortness of breath, abdominal pain, lethargy, and moderate ketones. The patient was reportedly off the pump at the time of admittance, and was placed on an insulin drip, saline, and was also given an injection for vomiting. The patient's bg at the time of the call to animas was reportedly 161mg/dl with moderate ketones. The healthcare provider (hcp) reportedly would not release the patient until a loaner pump was in use. The reporter stated that they had been on vacation since (B)(6) 2013 and had expected to receive a loaner pump to use while on vacation but had not received one, so the patient's bgs were controlled with syringes while on vacation. The hcp reportedly attributed the elevated bg to a "bug" since the patient had a sore throat earlier in the week but tested negative for strep. The reporter noted that the patient's bgs were "great" when the patient was on the pump previously. This complaint is being reported because the patient allegedly experienced severe hyperglycemia requiring medical intervention while using a potentially inadequate back up plan.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter was not returned with the pump. During investigation, the pump¿s black box history was reviewed and showed that the last basal delivery and the last bolus were on (B)(4) 2013. The black box showed an interruption in basal delivery on (B)(4) 2013 at 09:52; insulin deliveries did not resume until (B)(4) 2013 at 15:48. The black box showed an interruption in basal delivery (B)(4) 2013 at 05:50; deliveries resumed (B)(4) 2013 at 10:09. There was a replace cartridge alarm on 03/12/2013 at 07:54; the alarm was confirmed and deliveries resumed on (B)(4) 2013 at 14:09. The delivered boluses and basals add up correctly to equal the total the daily insulin delivery rate. Only typical usage alarms and warnings were observed in the alarm history; there were no alarms related to the complaint. The pump was found to be delivering within the required specification at the conclusion of the 29 hour flow accuracy test. There was no defect found during the investigation.